Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported at device change out due to normal eri, externalized conductors were observed via fluoroscopy. High capture threshold and a decrease in lead impedance were noted. Lead remains implanted.